Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit had cassette not properly attached error¿ was confirmed. The probable cause was a defective downstream occlusion (dso) sensor. Further investigation found liquid crystal display (lcd) lens nicked, upstream occlusion (uso) seal delaminated, lcd screen damaged, and battery compartment damaged. Replaced dso sensor, lcd lens, lcd screen, uso seal, and battery compartment. Performed dso/uso calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit had cassette not properly attached error. The event occurred during testing. There was no patient involvement.